Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose 250mg/dl unknown at the time of incident. Troubleshooting was performed for flow blocked. The customer reported that the no delivery alarm was not resolved by tried all remedies. Insulin pump will be returned for analysis.